Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable clamp tubing and air in tubing. No patient consequences were reported. No adverse effects were reported.